Event description:
It was reported to philips that the geometry movements of the stand were partially unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that geometry movements of the stand were partially unavailable. After reviewing the log file with the help of nss it is concluded the stand power supply was defective. As continuation of this issue, to resolve the issue, fse replaced the stand power supply to another case. After replacing the stand power supply, system was returned to use in good working order. The codes were updated based on the investigation outcome.